Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a low blood glucose (bg) level, value not provided. Cause was unknown. Customer could not recall the treatment they received while hospitalized. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage.